Event description:
Patient was injected in the glabella with radiesse dermal filler; two days later, the pt developed white pustules.

Manufacturer narrative:
Patient was injected in the glabella with radiesse dermal filler; two days later, she developed white pustules. The pt was treated with oral antibiotics and healed. They syringe was returned to bioform medical and an eval was performed; the device evaluation did not reveal anything to indicate a sterility issue with the radiesse lot. The use of radiesse dermal filler in the glabella is an off label use. In closing this complaint; the medical device report decision trees were reviewed and it was decided to file an MDR with the FDA, due to the seriousness of the infection that required antibiotics.